Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the u-02 errors could not be reproduced. The iesu energized and cauterized all ports and recognized instruments on the in-house system. The c-00 errors were in the error logs. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim of u-02 errors on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis is not completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operating room (or) staff contacted the technical support engineer (tse) to report errors on the erbe electrosurgical generator. The tse reviewed the logs and found u-02 errors. The customer had three errors prior to the procedure but are continuing since the errors went away. The tse informed the customer if they had any additional issues to call back for further assistance. The procedure was completing as planned with no reported injury. The clinical sales representative (csr) later contacted the tse for a log review. The tse confirmed that the error u-02 occurred three times before the procedure and multiple times after the completion of the procedure. The or staff has a force triad generator, but the staff are uncertain if they have the cable to connect to the force triad generator. The reporter is uncertain how the staff will proceed with the following procedures. The erbe generator was currently not displaying the u-02. The tse assisted the csr with connecting force triad generator. The tse recommended that the site call back in if additional assistance is needed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed robotically using a force triad generator. No patient information is available.